Manufacturer narrative:
On 26-apr-2021, the suspected medical device was returned for evaluation. On 29-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device determined that the device was found to be ruptured. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided breast asymmetry, desire to go with smaller implants, the patient's concern regarding her age. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with two mentor memorygel breast implant prostheses (left: 375cc, right: 500cc) and experienced right-sided anisomastia and left-sided rupture. The patient¿s surgeon stated that the patient had developed right-sided asymmetry over time, and her right breast appeared larger than the left breast. Due to right-sided anisomastia, the patient¿s concern regarding her age, and desire to go with smaller implants, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant (left catalog #: smpx325, left serial #: (B)(4), right catalog #:3504004bc, right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, left-sided rupture was observed. The implantation date was estimated as (B)(6) 2007 based on available information. This report is for the left-sided prosthesis.